Event description:
It was reported that patient underwent a meniscal repair procedure utilizing suture implants on (B)(6) 2015. During the procedure, when entering a second implant, the needle sled of the suture device would not pierce the meniscus. The needle sled bent and the device locked. The implant was removed and another hole had to be drilled. Another system was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. "